Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # u5dx6m. (B)(4). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. The tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that this was the second tlc75 that was pulled (same case) to complete a side to side anastomosis of the small bowel that resulted in an incomplete staple line (staples formed distally and proximal with an opening in the middle). Surgeon noted that the small bowel tissue was not "good" and that the blue load may have not been the appropriate choice for the tissue. The anastomosis was completed with a green reload. The procedure was delayed by thirty minutes and was completed with no patient consequences.